Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2 failed and would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn 14883358 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 14883358 was performed from the date of manufacture, 11-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed and would not open. A field service engineer (fse) attempted to recover the auxiliary drawer, reseated cables, and confirmed the issue persisted. The drawer was identified as an older full height legacy unit with no available on hand parts, so a replacement full height drawer was ordered. During a follow up site visit, the drawer was found to be already repaired and functioning properly. The fse verified additional machines on site and confirmed normal operation. The system functioned as intended after customer resolved the issue.